Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 450 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The nurse was assisted with troubleshooting the insulin pump but the customer's device worked as designed. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.